Event description:
Product analysis was performed on v8.1 software, as captured in manufacturer report number: 1644487-2012-02691, which revealed that the flashcard software identified that the cyberonics.cdb database was corrupt and that the file corruption occurred prior to the v8.1 upgrade. A root cause for file corruption could not be identified based on the available information. The v8.1 software performed as expected and transferred the corrupt database during the upgrade. It was also identified that the cyberonics80 did not match the databases in the handheld giving the indication that the flashcard was used to upgrade another handheld. No further anomalies were identified.